Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated fields: h2, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to a failure in printed circuit board, the power shuts down. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high definition monitor exhibited image had cut out 4 times on slave and main stack and turned on and off again during unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.